Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed. A review of the device history record was completed for sub-assembly #8016604 lot 9056764 manufactured from 11-mar-2019 to 20-mar-2019 and sub-assembly #8016604 lot 9116960 manufactured from 01-may-2019 to 29-may-2019 at icam03 machine used in claimed lot 9128683. Investigation conclusion: this is the 1st related complaint reported with the defect/condition of flow rate slow/occluded with lot #9128683 regarding item #38831214, occurrence: 1st, related complaints: n/a. The batch was analyzed for ¿damaged component¿, ¿needle tip penetration¿, ¿catheter tip penetration¿ and ¿drag catheter test¿, and it was not evidenced results of these tests out of specification and no other records were found that could clearly lead to this complaint. Root cause description: in addition to the fact that there were no records that could cause this complaint during the batch history analysis, corrective maintenance and nonconformities, this complaint does not contain photos or samples for analysis. At this time, no changes to the fmea will be necessary and the defect will be monitored according to the qda meeting.

Event description:
It was reported that bd insyte¿ cateter i.v. 22ga x 1.00¿ (0.9 x 25 mm) (latin america) was damaged. The following information was provided by the initial reporter: ¿by channeling the patient's vein and having no return, the catheter is removed and the open plastic catheter is observed.¿